Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: procedure: colectomy; pre-surgery diagnosis: diverticulitis; surgery date unknown. "During surgery everything was ok but 7 days post surgery patient shows symptoms of a sepsis and abdominal pain. During re-surgery a burn hole in the small intestine could be observed. After re-surgery the patient shows a normal healing process. In both cases ((B)(4) - the same incident occured) the same surgeon performed the procedure. He was just converted from covidien (ligasure) to enseal. During training of the customer our sales rep. Clearly pointed out that the instrument and the jaws may become hot." Additional information requested but not received: how long has the surgeon and account been using the super jaw device? Was the rep present for the procedure? What other instruments were used during the surgery? Where was the super jaw being used at during the procedure? How was the perforation repaired during the 2nd procedure? Was the super jaw odp (optimal performance) training done? Would the surgeon (voggenreiter ) and/or sales rep (schaarschmidt) be willing to speak to our medical affairs doctors? What evidence is there as to thermal injury ¿ what makes the surgeon believe the perforation was a burn? Was the super jaw odp (optimal performance) training done?

Event description:
It was reported that following an unknown procedure the instrument worked well with no complications or any other abnormalities. Now we get the information that patient had to be re-operated because of small intestine perforation and beginning sepsis. Surgeon assumed burn necrosis on small intestine because of heat dissipation of the super jaw instrument during the surgery.